Event description:
A customer reported pain during wear described as " pain when extending the arm forward", "redness and tenderness to the touch near the joint above the elbow" with the abbott diabetes care (adc) device. The customer self-treated with a medicated compression and had contact with a healthcare professional who prescribed calonal and methycobal medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.